Manufacturer narrative:
Explanted date - device was not explanted. Occupation: lead tech. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the access was on the left common femoral artery (cfa), antegrade stick. The involved angio-seal device was used to treat superficial femoral artery (sfa) to popliteal successfully. The md deployed the device under ultrasound as the puncture was not good. It appeared that the footplate was caught on the plaque on the backwall. The angio-seal was deployed, the ultrasound noted no blood flow. Additional procedure was done to open the artery back up with a stent. Patient is doing well and is in stable condition. Surgical intervention was performed to get additional access to open the artery and deploy a covered stent. The initial treatment plan was successful with the angio-seal device. The event occurred post-treatment.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been incorrect placement of the device resulting in vessel occlusion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).